Manufacturer narrative:
Multiple attempts were made to obtain lvad serial number, but the site did not have the information. The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with complaints of dark stools and weakness. Their international normalized ratio (inr) was 3.3 at time of admission, which was above their goal of 2-3. The patient received three units of blood and underwent an esophagogastroduodenoscopy (egd) on (B)(6) 2021 which showed mild gastritis without evidence of active bleeding. There was no intervention required and the patient was discharged on (B)(6) 2021 off all anticoagulation. Coumadin was restarted (B)(6) 2021 with a new inr goal of 1.8-2.5 and no aspirin. There were no alarms for this event.